Manufacturer narrative:
Correction: we were informed that the ICD was explanted and the associated lead was capped. As of today, the patients declaration of consent for the ICD is not available. Therefore, the device itself could not be investigated and no conclusion could be drawn regarding the root cause of the clinical observation. Until now, the lead is not available for analysis, therefore the lead itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Linox smart s dx 65/15 no trend data were available for analysis. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information for the lead, the lead itself or the patients declaration of consent for the ICD become available for analysis, the investigation will be updated.

Event description:
Oversensing with inappropriate shocks was reported 121 months after the implantation of the lead and 20 months after the implantation of the ICD. The system was explanted. Should additional information be received, this file will be updated.